Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of five reports (3007042319-2016-01921, 01922, 01923, 01924 and 01925) submitted for devices related to the same event.

Event description:
It was reported by a vad coordinator that the patient had anxiety due to battery switching primarily on port 1 of the controller. Changed out 4 batteries and 1 controller. The patient experienced no effect.

Manufacturer narrative:
Four batteries and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event of power switching and critical battery alarm were confirmed via review of the controller log files, which revealed multiple premature switching events; (B)(4) were all connected to the controller (B)(4) when the switching events occurred. Also battery (B)(4) was connected to the controller (B)(4) when a critical battery 1 alarm occurred. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Heartware has opened an internal investigation to evaluate these types of anomalies. This is one of five reports (3007042319-2016-01921, 01922, 01923, 01924 and 01925) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.